Manufacturer narrative:
The customer reported that the device failed to power up which could prevent the delivery of therapy. On 11/19/08, the unit was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue. We are considering this a malfunction of the power pca. (B) (4).

Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.